Manufacturer narrative:
The device evaluation was completed on 12/8/2020. It was reported that a male patient underwent left non-ischemic ventricular tachycardia (isvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter. It was reported that the patient suffered a pericardial effusion. There was no evidence of effusion prior to procedure. The event occurred during use of biosense webster products during mapping phase. While the physician was looking at intra-cardiac echo the physician noticed there was a pericardial effusion, the physician stopped the procedure. Monitored the patient and the effusion for about 1 hr. After about 1 hr the effusion started growing, at that time a consult for interventional physician was called. A pericardiocentesis was performed and there was 1.8l of fluid removed. Drainage tube was left in place. The patient was hemodynamically stable. At this time the patient was sent to the cardiovascular operating room. With surgery, they were able to stabilize the patient. The perforation was confirmed at lateral left ventricle towards the basal. The patient¿s condition improved. They required hospitalization and had sternotomy and then placed on bypass. The device was visually inspected and it and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal action was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent left non-ischemic ventricular tachycardia (isvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. It was reported that the patient suffered a pericardial effusion. There was no evidence of effusion prior to procedure. The event occurred during use of biosense webster products during mapping phase. While the physician was looking at intra-cardiac echo the physician noticed there was a pericardial effusion, the physician stopped the procedure. Monitored the patient and the effusion for about 1 hr. After about 1 hr the effusion started growing, at that time a consult for interventional physician was called. A pericardiocentesis was performed and there was 1.8l of fluid removed. Drainage tube was left in place. The patient was hemodynamically stable. At this time the patient was sent to the cardiovascular operating room. With surgery, they were able to stabilize the patient. The perforation was confirmed at lateral left ventricle towards the basal. The physician suspects that the perforation occurred when the ablation catheter was caught in the anterior-lateral papillary muscle and the physician maneuvered the catheter. The ablation wattage was 40w, total lesions: 3, total ablation time: 3 min. The patient¿s condition improved. They required hospitalization and had sternotomy and then placed on bypass. Transseptal was performed with brk needle. Ablation was performed but the caller states that the perforation happened before ablation was performed. There was no evidence of steam pop. The irrigation settings were regular. There were no error messages observed on biosense webster equipment. Graph, dashboard, vector and visitag were used for force visualization. The visitag parameters were 2.5mm, for 3 seconds. Force over time 5% at 3 gr, impedance drop used for color option. The physician¿s opinion is that the event is unrelated to biosense webster products. Since ablation was performed before the effusion was discovered the event is conservatively reported under the ablation catheter.